Event description:
The consumer alleges while transferring from her wheelchair, the springloaded button on the arm allegedly cut the consumer on the leg, requiring 6 stitches. Serious injury is alleged.

Manufacturer narrative:
Consumer alleges during a transfer they had caught their leg on the chair and sustained a cut that required stitches. No history to suggest a product problem. Device has been in service 15 months with no reported incidents. Device maintenance and use history is unknown. Nature of complaint suggests a potential transfer error. Malfunction not confirmed.